Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. A visual inspection revealed corrosion on the pins in the ch connector. The led's were able to illuminate and msis software was able to recognize the sensor attached, however there were no measurements. The unit gave a low perfusion/check sensor message. X-ray analysis was unable to confirm any visible anomalies. The most likely source of the reported issue is the analog board; however as the board is fully potted in epoxy, the specific failed component cannot be identified. A service history record review reveals the cable has been in the field for over (10) ten months no related reported issues.

Event description:
The customer reported intermittent connection not showing a stable connection. No signs of physical damage to the probe. No patient impact or consequences were reported.